Manufacturer narrative:
Device is expected to return, but has been received by the laboratory for evaluation at this time.

Event description:
It was reported that the recirculation porter broke. The report stated that the patient was terminated. It was also reported that one of the reasons for the patient's termination was due to the cannula kinking which led to the breakage of blood cells. The patient was noted to be "very old" and "in bad condition".